Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('the pain started in the abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("now I have a sharp shooting pain"), adverse event ("all the stuffs made me worse"), migraine ("have worse migraine") and memory impairment ("lost motor skill or memory"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, pain in extremity, adverse event and migraine outcome was unknown. The reporter considered abdominal pain, adverse event, memory impairment, migraine and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: I have been pain for two weeks, the pain started in the abdominal and now I have a sharp shooting pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received : reporter information added, insertion and removal date added. This case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.